Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: delamination observed assessed as adhesive failure. Particles in the valve: not particles observed. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b.5; d.6b; d.9; h.3; h.6.

Event description:
Healthcare professional later reported particles in valve. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Physician reported left side deflation. Device remains implanted.